Event description:
Event description guidant received information that this transvenous implantable lead exhibited increasing pacing impedance and loss of capture at max output. When attempting to pace, noise occurred, which was oversensed and inhibited pacing. Shock impedance and sensing was acceptable.